Event description:
It was reported that the patient experienced pain and numbness in the right leg during the trial period. The patient underwent an early lead pull procedure. No device malfunction was suspected. The explanted trial leads were discarded by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7193518.